Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving high readings. Customer got reading of 501 on prime meter did not feel like his blood sugar was that high so he retested on another meter about 1 minute later got reading of 132 felt that that reading was more accurate based on how he felt physically. Controls not used. Requested refund.